Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. The customer re-inserted the syringe and was able to push the needle into the cartridge and complete loading the insulin into the cartridge successfully. There was no reported impact to the customer's blood glucose level.